Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during fill 4 of 5, while the hp was connected. The hp stated that he noticed that a supply bag connection had become loose. The technical service representative (tsr) assisted the patient in ending therapy. The tsr reviewed proper procedure with the hp. The patient planned to complete therapy using manual supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause for the reported condition ((B)(4)) was determined to be a loose connection, which is a known cause of this type of alarm. The cause for the loose connection was not determined, as the disposable set was not returned to baxter and the lot number was not provided, so no batch review could be performed. Should additional relevant information become available, a supplemental report will be submitted.